Event description:
It was reported there was one time that the patient needed a battery replacement. The patient stated the implantable neurostimulator (ins) was supposed to last 5-10 years and it was replaced three years after implant.

Manufacturer narrative:
Concomitant medical products: product ID: 3116, serial# (B)(4), implanted:(B)(6) 2011, product type: implantable neurostimulator. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).